Event description:
It was reported that the intraocular lens (iol) was fully inserted into the patient's right eye, but the trailing haptic was cut. Therefore, the lens was removed, cut out, and replaced with another johnson & johnson lens (same model and unknown diopter). The incision was enlarged, and sutures were required. The patient's daily activities were not significantly affected. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter name and address: telephone number: (B)(6). (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.